Event description:
During an unrelated procedure, lead externalization was noted. Diagnostic imaging was reviewed by technical support, and externalization was confirmed. The lead was capped and replaced and the patient was in stable condition.